Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she did a fixed prime and after she did the fixed prime test half of the reservoir of insulin was pumped into her body. Advised the customer's husband to take her to the emergency room. Attempted to call the customer several times. The customer stated that she was hospitalized for low blood glucose of 60 mg/dl. The customer stated that she accidentally over delivered 90 units of insulin and went to the hospital. The customer stated that she was changing the infusion and does not know what happens during rewind and prime process. Troubleshooting was declined. Offered to customer a replacement of the device and she declined. No further info was provided.